Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the sodium electrode, chloride electrode, sample syringe, and buffer syringes, which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results generated and quality control (qc) issue on system au5800-10, chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Qc was within specification prior to event. The customer did not provide patient data, or demographics.